Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the plunger could not be confirmed as the device was returned with the plunger deployed and removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to deploy the plunger could not be determined as the device was returned with the plunger deployed inconsistent with the reported information. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 7f sheath after a percutaneous coronary intervention interventional procedure. Reportedly, the lever could be lifted but the plunger could not be pressed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.